Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, a motor spike was noted, and flow equalization was noted at p7. There was a motor current upward trend and flow saturation. There was no reported resolution, and no reported patient harm.

Manufacturer narrative:
B2: the date of patient death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the saturated flow has been completed. There is no product returned. The data logs show that there are suction alarms and then there is a spike in motor current and placement signal, followed by saturated flows. During this time the purge pressure begins to rise. The root cause of the saturated flow is most likely due to biomaterial. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ corrections to the initial MFR report: b1-should have selected adverse event b2-should have selected death and added date of death b5 mso review d4-model number updated h1-changed to death h6 impact code 1802 added.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.